Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. In 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abnormal uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea and heavy menstrual bleeding to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: findings: uterus and adnexa remain unremarkable except for essure occlusion devices in expected locations there are multiple small nonpathologically enlarged lymph nodes in the right lower quadrant, as before. No definite abdominal or pelvic lymphadenopathy by size criteria impression: 1. Probable recurrent mesenteric neoplasm as described above. 2. Essure occlusion devices in expected locations. 3. Right mid abdomen postoperative changes as described above. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: fu 1 and fu 2 processed together. Quality safety evaluation of ptc on 28-apr-2021: fu 1 and fu 2 processed together. Pif received. Reporter information and implant date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dysfunctional uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: findings: uterus and adnexa remain unremarkable except for essure occlusion devices in expected locations. There are multiple small nonpathological enlarged lymph nodes in the right lower quadrant, as before. No definite abdominal or pelvic lymphadenopathy by size criteria impression: probable recurrent mesenteric neoplasm as described above. Essure occlusion devices in expected locations. Right mid abdomen postoperative changes as described above. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.